Manufacturer narrative:
Review of the provided files confirmed the reported event. At the time of the event, we can see that ble connection failed, and that the session switched to inductive telemetry. Then, a message informing that ble communication is unable and that only inductive telemetry is possible was displayed. The wireless communication was deactivated due to an error that occurred while resetting the bluetooth adapter. Therefore, communication was not possible and switched automatically to inductive after 30 seconds as described in the ble communication requirements. Reinterrogation with the first tablet resolved the issue as the tablet was restarted. Investigation to establish the main origin of this event is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, during an interrogation of a device (403ju002) with a tablet (3.18) communication error occured. After placing the cpr4 on the box and clicking on interrogate, after a few minute a pop-up is displayed to reset device memories. No egm is displayed at this moment. After clicking on yes, the device is automatically set to ddd. Then, a new pop-up is displayed indicating that the wireless communication is deactivate and that only inductive communication is available. Another tablet (3.16) is tried with another device (437ju077) and it worked correctly. It is tried with the first device and it worked also. The first tablet (3.18) is retried with the first device and it worked normally.

Manufacturer narrative:
Review of the provided files is ongoing and the results are not yet available. Follow-up MDR will provide the conclusion of this investigation.

Event description:
Reportedly, on (B)(6) 2025, during an interrogation of a device (403ju002) with a tablet (3.18) communication error occured. After placing the cpr4 on the box and clicking on interrogate, after a few minute a pop-up is displayed to reset device memories. No egm is displayed at this moment. After clicking on yes, the device is automaticly set to ddd. Then, a new pop-up is displayed indicating that the wireless communication is desactivate and that only inductive communication is available. Another tablet (3.16) is tried with another device (437ju077) and it worked correctly. It is tried with the first device and it worked also. The first tablet (3.18) is retried with the first device and it worked normally.

Manufacturer narrative:
Review of the provided files confirmed the reported event. At the time of the event, we can see that ble connection failed, and that the session switched to inductive telemetry. Then, a message informing that ble communication is unable and that only inductive telemetry is possible was displayed. The wireless communication was deactivated due to an error that occurred while resetting the bluetooth adapter. Therefore, communication was not possible and switched automatically to inductive after 30 seconds as described in the ble communication requirements. The issue seems to be related to a window bug; however, the main cause could not be clearly established. The cause of the reported event could not be clearly established. Reinterrogation with the first tablet resolved the issue as the tablet was restarted.

Event description:
Reportedly, on (B)(6) 2025, during an interrogation of a device (403ju002) with a tablet (3.18) communication error occured. After placing the cpr4 on the box and clicking on interrogate, after a few minute, a pop-up is displayed to reset device memories. No egm is displayed at this moment. After clicking on yes, the device is automatically set to ddd. Then, a new pop-up is displayed indicating that the wireless communication is deactivate and that only inductive communication is available. Another tablet (3.16) is tried with another device (437ju077) and it worked correctly. It is tried with the first device and it worked also. The first tablet (3.18) is retried with the first device and it worked normally.